Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent altitude alarms occurred. The customer's blood glucose level was above 240 mg/dl with moderate ketones. The customer administered a manual injection. Reportedly, the customer was able to clear the alarms and resume insulin delivery.